Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision to take place on (B)(6) 2011. Reason(s) for revision: unknown update: hip revised and system description received (B)(6) 2012. Asr xl acetabular system (right). Update- added reason for revision taken from claimsuite dated (B)(6) 2013. Reason(s) for revision: pain.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6)2011 reason(s) for revision: unknown update: hip revised and system description received (B)(6)2012. Asr xl acetabular system (right) update- added reason for revision taken from claimsuite dated (B)(6)2013 reason(s) for revision: pain the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.